Manufacturer narrative:
The air-in-line issue was confirmed. The device was tested by the distributor on 04/18/2019 and a hole was found at the distal end of the connector site of the administration set cassette. The affected device did not meet the specification and was discarded by the distributor on 04/18/2019.

Event description:
Infutronix received an air-in-line issue with the administration set on 05/06/2019 from a distributor. On 04/01/2019, a distributor representative received information from a colleague who reported the complaint on behalf of the user facility that the user facility "had several issues with nimbus IV sets not performing properly". It was also reported that "a small amount of air was present in these sets, the nurses caught it right away, and there was no harm to patients". The lot number of the affected device was unknown. No event date was provided to infutronix. Two affected sets would be returned to the distributor for examination; they are reported under this MDR and MDR #3011581906-2019-00007.